Event description:
During set-up and priming, the perfusionist noticed fluid leaking from the hydrophobic filter port at the top of the oxygenator. The leak was minimal and the decision was made to use the device for the procedure. After the patient was placed on bypass, the rate of fluid leaking from the filter increased and the decision was made to replace the quadrox during bypass. Quadrox was replaced, bypass resumed and procedure completed without further incident.